Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Outer insulation breached cut; blood in/on helix/lobe mechanism; damaged at implant. A save-to-disk file was also received. The file contains performance data collected from the device and the data has been analyzed. Save-to-disk review - no anomalies found.

Event description:
It was reported the atrial lead dislodged and fell into the ventricle. While attempting to reposition the lead, it continued to "drop". It was also noted that it was not possible to verify if the lead helix had been fully extended. The lead was removed and replaced. No patient complications were reported as a result of this event.